Event description:
Allergan natrelle saline implants have affected my health from (B)(6) 2013 to present. Implanted in (B)(6) 2012. Symptoms/illnesses: increased depression/anxiety/panic attacks (to the point of being unable to work), unexplained weight gain, acne on chest and back, hair loss, restless leg syndrome, chronic fatigue (in bed most days), leaky gut, stomach issues in general, kidney stone (surgery required), appendicitis (emergency surgery required along with overnight stay), labs with certain markers off (b12 low, vitamin d low, insulin resistant, crp range high sue to weight gain), pre-diabetic. I belong to a breast implant illness group with over 85k women. Many of whom have the same issue (including kidney stone and appendicitis). I have a consultation with an explant surgeon on (B)(6) 2019. Mental health decline. Gluten and diary allergies (only came about after implants. FDA safety report ID # (B)(4).